Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#:k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
1 of 2 report. It was reported by customer that while using bd vacutainer® pst¿ gel and lithium heparin (lh) 65 units blood collection tubes, unspecified number of tubes due to insufficient negative pressure underfilled. No adverse impact was reported regarding the patient or user.